Event description:
It was reported that there was an issue with jk740 -bottom for 3/4 container height: 90 mm. According to the complaint description, the container was "contaminated" with white powdery residue. This malfunction had occured during disinfection. Additional information is not available. The product was not used in surgery. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Update: the patient harm was confirmed to be "no", updated from "unknown". The adverse event / malfunction is filed under aag reference (B)(4). Involved components: jk785 - 3/4-size lid w/retention plate red, batch 52566365 (B)(4).

Manufacturer narrative:
Upon review of the updated patient harm, the complaint has been re-assessed and is now considered to be non-reportable.

Manufacturer narrative:
Additional information: b5 - updated products. D4 - batch. D9 - product return. D10 - involved component. H2 - production date.

Event description:
Update: the adverse event / malfunction is filed under aag reference (B)(4). Involved components: jk785 - 3/4-size lid w/retention plate red, batch 52566365 (400564636).